Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is completed.

Event description:
The customer reported that the device didn't discharge as expected during a cardioversion. There was no pt impact.